Manufacturer narrative:
Reporter last name: (B)(6). Reporting address line 1: (B)(6). Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone: (B)(6). Reporter phone: (B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator/monitor indicating that the device had ECG equipment failure. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The customer worked with the rse. It was decided that the device should be sent to the repair bench by the customer. This service interaction was closed. No further action at this time but the customer called back weeks later and another complaint((philips complaint no#:(B)(4) and MFR report number: 3030677-2023-04475) was opened for the same reason. It was now found that the processor pca and measurement pca were malfunctioning and were replaced.